Event description:
It was reported that a physician tried to fixate a right ventricular leadless pacemaker (lp) five times but failed due to loss of capture and low r-waves. A stretched helix was also seen when the lp was removed. It was suspected the stretched helix was caused by redocking the lp to the delivery catheter and loss of capture and low r-waves were due to tissue in the helix. A new catheter and lp were used to successfully complete the procedure. Patient had no consequences.

Manufacturer narrative:
The reported events of failure to capture and sensing problem were not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture, sensing, or impedance problem.

Manufacturer narrative:
Correction: h11 - the reported events of failure to capture and sensing problem were not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture, sensing, or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.